Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that during an ipg revision procedure, it was found out the the patients lead had high impedance. The physician opted to replaced the lead and the patient was doing well postoperatively. The explanted lead was discarded.